Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. The customer reported that the infusion set had a bent cannula at the time of call. Troubleshooting was performed for bent cannula on the infusion set. The customer was advised to change the infusion set. The customer treated blood glucose and woke up with 276 blood glucose at the time of call. The customer was offered to troubleshoot for high readings. Customer declined to troubleshoot for high readings. The customer was sent infusion sets. The insulin pump was not returned for analysis.